Event description:
Alleged the head hi/low function is drifting into the trendelenburg position.

Manufacturer narrative:
The facility ran the manual foot pump to clean dirt from the trend valve, to repair the bed.